Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was giving e-4 occlusion messages. The patient experienced elevated blood glucose results. At an unknown time the patient went to the hospital. At the hospital, the patient received a blood glucose result of 500 mg/dl and ketones of 0.5. The patient was treated with an injection of novorapid insulin. The patient was not admitted into the hospital. The infusion device was requested to be returned for product evaluation.